Event description:
It was reported that the left monitor on the 8800 system was blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lef monitor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.